Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24jun2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a burned transistor while visually examining the power supply. There was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 24jun2019. Date of report: 08aug2019. The customer confirmed the device was in clinical use at the issue was discover, however, no patient harm reported. The customer resolved the issue by replacing the power supply.